Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with their implantable cardioverter defibrillator (ICD) in backup mode. The ICD was programmed back to normal settings. There were no patient consequences throughout.